Event description:
It was reported that the patient was unable to establish communication between her ipg and external devices, after being unable to charge for approximately 6 weeks. It was also reported that the patient's programmer displayed a communication error. An sjm rep confirmed the issue. The patient is without stimulation. A replacement ac adaptor and line cord was requested so the patient could try charging for troubleshooting. The patient will meet with an sjm rep as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.